Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there were potentially intermittent emitter issues that the account would like looked at. There was no patient present when this issue was observed. No additional information was provided.